Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Attempts to clarify the year when the event occurred have thus far been unsuccessful. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor that was subsequently believed to have been erroneously high. It was further reported that on (B)(6) 2017 she received a sensor reading of 120 mg/dl, noted she did not feel ¿bad¿ at the time, but subsequently lost consciousness and ¿fell into a coma¿. Customer was taken to a hospital where a laboratory reading of 30 mg/dl was received. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly and no failure mode was observed. Sensor inserted into the test fixture in keithley mode, reprogrammed sensor and applied current to perform linearity test. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor that was subsequently believed to have been erroneously high. It was further reported that on (B)(6) 2017 she received a sensor reading of 120 mg/dl, noted she did not feel ¿bad¿ at the time, but subsequently lost consciousness and ¿fell into a coma¿. Customer was taken to a hospital where a laboratory reading of 30 mg/dl was received. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.